Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive for break as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model unk broviac catheter allegedly experienced break. This information was received from one source. This malfunctions involved the same patient on three separate occasions, with no consequences. The patient is a (B)(6) female, of (B)(6).